Event description:
A leak was reported involving a primary plumset with an integrated 0.2 micron filter and clave y-site during an infusion. The issue was identified at the completion of the infusion when the registered nurse observed that the patient¿s clothing was wet in the area where the filter had been resting. At the time of the event, paclitaxel chemotherapy was being administered through the line. The situation was immediately managed according to our chemotherapy spill protocol. The registered nurse assisted the patient in changing out of contaminated clothing into hospital-provided scrubs and performed appropriate skin cleansing. There was a patient involvement but no patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.